Manufacturer narrative:
The investigation for the reported console (aic) yellow alarm has been completed. The console was returned for evaluation. Reported controller error alarm was identified as related to communication issues between kbd and 4-in-1 carrier. The issue was not reproduced during testing but was most likely related to an undetermined malfunction of kbd. It is most likely that the momentary communication glitch originated at the kbd assembly. Console logs from the reported day of event are mostly consistent with complaint and show a (yellow) controller error alarm (#24, due to loss of communication with keypad), preceded by several error messages indicating kbd communication errors ¿imc-kbd error: 0xa2 0x52 0x00¿. The cause of the aic issue was a defective kbd/display. Added- d6a/d6b.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support, the 50-year-old male patient was transferred to different hospital. During ECMO insertion, the automated impella controller (aic) displayed a 'controller failure' yellow alarm. The console was therefore exchanged and the issue resolved. There was no reported patient harm.